Event description:
Multiple reports in critically ill sedated patients receiving fentanyl and propofol via baxter novum syringe with the propofol backing up into the fentanyl syringe. Patients not receiving intended sedation.